Manufacturer narrative:
The product involved in this event is not available for evaluation. Owens & minor distribution, inc. Is the initial importer and distributor of the medical device. The product is supplied by mac medical supply company, inc. (FDA registration number: 3004963952). A scar (supplier corrective action request) was issued on august 22, 2024. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.

Event description:
A clinician was checking the vital signs of a newborn and found there was bleeding from the umbilical cord. The clinician applied pressure to the cord to stop the bleeding and reapplied a new clamp. An estimated 5-7 ml of blood loss occurred due to the clamp sliding off the newborn. Clinician plan for an h&h in 6hrs.

Manufacturer narrative:
Sample was reviewed by manufacturer and found to be conforming with specification and perform as intended. The manufacturer indicated it is possible that the end-user may not have fully engaged the clamp causing it to not be connected completely. No other similar complaints have been received in the last 12 months. No corrective actions are being implemented at this time. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.